Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt, the condition was good with no physical damage noted. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as the pump operated as intended and all force sensor readings were within the required specs. Root cause of the reported issue is unknown as no fault was found. Replaced the force sensor as a preventive measure, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: h6: correction: event problem and evaluation codes: conclusion code should have been originally reported as d16.

Event description:
Additional information was received by the manufacturer on 11-nov-2022 via email and attached to the complaint object. The issue was noticed during testing. No patient was involved.

Event description:
It was reported that the device was occluding by running the empty syringe, it starts infusing and then will give occlusion even after calibration. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.